Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and low reservoir alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer did displacement test and it was passed. The device will be returned for analysis.